Manufacturer narrative:
Analysis: analysis of the returned band holder is currently underway. Medtronic's product development group has indicated that the holder pins are designed to pierce the fabric, and device history record review indicates that the device and holder were assembled correctly. Upon completion of the analysis, a follow up report will be submitted. Conclusion: no definitive conclusion can be draw at this time, as analysis of the returned product is ongoing. No adverse pt effects reported.

Event description:
Medtronic received information that this duran ancore band was sewn in the usual way during the case. However, when the surgeon cut the sutures to remove the holder from the band, the holder would not separate from the band. The surgeon suspects that the difficulty was because one of the pins, which hold the top and bottom portion of the blue holder together, had speared thru the band. It was reported that the holder was successfully removed, and that the band remains implanted. The holder has been returned for analysis. To date, there have been no adverse pt effects reported.